Event description:
The customer reported issues with ise (ion selective electrode) calibration, specifically affecting sodium (na), calcium (ca), and chloride (cl) patient results on their dxc 600 chemistry analyzer. The customer also observed fluid leakage within the ise module. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and observed the ise not draining properly. The fse identified the probable cause as a defective valve. The fse replaced the valve to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).